Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned resolution clip device noted that the control wire was separated from the yoke. The clip assembly was still locked onto the bushing and could not be deployed. The clip prongs could not be opened or closed, and were not locked into the capsule. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip was hanging by the catheter as it was moved out of the sheath. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results revealed that the clips failed to release from the catheter; therefore, this is now an MDR reportable event .